Event description:
The pump was checked with the physician programmer. The programmer indicated the reservoir contained 1.6 ml of medication. The hcp aspirated 20 ml of medication from the reservoir; thus none of the drug was delivered to the pt. The pump was explanted and not replaced. The pump delivered morphine 50 mg/2 ml. Pt outcome was not reported.

Manufacturer narrative:
(B)(4).